Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported the cns (central monitoring system) shows multiple beds in communication loss intermittently and randomly.

Manufacturer narrative:
Manufacturer narrative: the customer reported the cns (central monitoring system) shows multiple beds in communication loss intermittently and randomly. The device was never sent in for evaluation. Biomed reports he rebooted the switches and the problem went away. Due to the age of this complaint, additional information necessary to conduct an investigation is not readily available. Based on the information provided at the time of the event assessment, there is no indication of patient injury or reportable event as a result of this issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.